Event description:
It was reported by service report that the right side rail would not latch in the raised position due to a broken weld, with exposed sharp edges. No patient involvement or adverse consequences are reported.